Manufacturer narrative:
Eval summary: approx 12 fragments of the patella have been returned for exam. Eds analysis of the material showed a peak typical of (B)(4). Sem examination of the two largest pieces exhibited fatigue striation, suggesting the fractures occurred by fatigue. Add'l sem analysis of the fragments containing sections of the cement groove lacked groove edge deformation typical of a fully cemented patella, suggesting that it is possible this patella may not have been fully cemented. In addition, there were two intact pegs that appear to have been sheared off of the body of the patella. The cause of failure may be attributed to a combination of, but not limited to, pt activity, pt weight, cement technique; however, without add'l info, the exact cause of failure cannot be conclusively determined at this time. Eval: device history records indicate all components were manufactured and inspected to spec. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No mfg abnormalities could be detected by either method.

Event description:
It is reported that the pt was revised and that the patella was found to be "in shreds."